Event description:
A doctor reported to the baxter sales representative that the set was not connected to the cap completely by clean flash. A gap between the spike of the set and the cap was observed. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). No furhter informaiton is available. A follow up reprot will be submitted when the evaluation results become available.